Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level that ranged from 369-580 mg/dl. Customer delivered a correction bolus via the pump and manual injection. Reportedly, the customer is insulin sensitive and a fragile diabetic and despite correcting with the pump bgs still become elevated. Customer alleged that bgs will rise after eating and "the pump cannot keep up fast enough" to low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.